Manufacturer narrative:
The customer's device was not returned to heartsine for evaluation. A cause of the reported issue could not be determined. Corrected data: section h6 device code grid of initial MDR indicates: failure to power up. Section h6 device code grid of initial MDR should indicate: device sensing problem. Section b5 executive summary of initial MDR indicates: heartsine contacted stryker to report that their device did not work during an intervention. There was no harm to the patient as a result of the reported event. Section b5 executive summary of initial MDR should indicate: heartsine contacted stryker to report that their device failed to analyze rhythm during an intervention. There was no harm to the patient as a result of the reported event.

Event description:
Heartsine contacted stryker to report that their device failed to analyze rhythm during an intervention. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Heartsine contacted stryker to report that their device did not work during an intervention. There was no harm to the patient as a result of the reported event.